Event description:
The clinician reports the implant was inserted on (B)(6) 2021 in ada 31. Details of surgery: ridge augmentation and immediate extraction site. On (B)(6) 2025, loss of osseointegration was verified. Patient presented with previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis and mobility. No further patient complications were reported.